Event description:
Report received from the USA stating that "when using this attachment, my hand is positioned on the knob and there has been an instance where the knob was inadvertently rotated". The device was being used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no additional info provided.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the eval has been completed or if additional info is received, a supplemental MDR will be sent. Ref: # (B)(4).